Event description:
Pt was wearing contact lenses on a 30 day continuous wear basis. The dr reports the pt came in for an unscheduled visit with a painful eye. Diagnosis was mild iritis o.s. With 1+ cell, no flare and no injection or staining. The pt recovered and resumed lens wear on a 30-day continuous wear basis. The dr indicated the event was not contact lens wear or extended wear lens related.